Manufacturer narrative:
(B)(4). D10: cat#: 110010243, lot#: g7 osseoti 3 hole shell 50mm d. Cat#: 00-6250-065-30, lot#: j7356061 trilogy bone scr 6.5x30. Cat#: 01.06010.108, lot#: 3151673 avenir muller stem 8 lateral. Cat#: 010000934, lot#: 7339289 g7 hi-wall e1 liner 36mm d. G2: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 11 months post implantation of a right total hip arthroplasty, the patient was revised due to four dislocations which occurred on unspecified dates. The dislocations were not related to falls. It was reported that the patient arrived for the revision surgery walking. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6: component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint based on provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.